Event description:
A report was received that the patient developed an infection. It was noted that the patient had a small opening and drainage at the pocket site. Antibiotics were prescribed.

Manufacturer narrative:
Additional information was received that no culture was taken. The patient finished antibiotics and has been cleared of infection.

Event description:
A report was received that the patient developed an infection. It was noted that the patient had a small opening and drainage at the pocket site. Antibiotics were prescribed.